Manufacturer narrative:
(B)(4). Batch #unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that during a roux-en-y procedure, malformed staples were found. After rinsing out excess staples into basin, malformed staples were seen and two individual staples were recovered from the staple line that did not form correctly. It was not reported how the procedure was completed. There were no patient consequences reported. This is all the information known/available regarding this event.